Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the single leaflet device attachment appears to be related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that a mitraclip procedure was performed on (B)(6), to treat functional mitral regurgitation (mr) with a grade of 4. The atrium, ventricles and annulus were enlarged. Two clips were implanted and the mr was reduced to 1-2. On (B)(6) 2016, the patient's pre-existing dyspnea at rest had returned. On (B)(6) 2016, echocardiogram found that the first clip (50904u107) had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr had increased to 4. The second clip was secure on both leaflets. It was the physician's opinion that the slda occurred as a result of the patient's pre-existing condition. Hospitalization was prolonged and the patient was referred to surgery for mitral valve replacement. No additional information was provided.